Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use in the right common femoral artery (cfa) following intervention on the left circumflex artery. The patient moved several times during deployment. According to the physician, the puncture was slightly posterior to the recommended deployment region in the instructions for use (IFU) but hemostasis was achieved without incident. The patient presented 16 days post-deployment with claudication at the puncture site. Distal pulses were present and computed tomography revealed no anomalies. The patient was taken back to the cath lab for a peripheral angiogram to further assess the root cause of the pain. Luminal irregularities were noted at the original closure site. Intravascular ultrasound was performed and was also inconclusive. Low pressure balloon inflation was then performed at the closure site resulting in no major change in the angiographic appearance of the vessel. The vascular surgeon was called to cut-down to the puncture site for further exploration. The angio-seal anchor and collagen were found encapsulated in the arterial wall causing severe stenosis of the cfa. All foreign bodies were removed from the muscularis layer. The arteriotomy was closed and the patient was taken to the recovery room, awake and alert. The feet were warm and palpable posterior tibial pulses were present.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.